Event description:
It was reported an unspecified transfer set disconnected from the titanium adapter. Further reported as "transfer set was falling off or loosening at the titanium adapter". The event occurred during an unspecified process step during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: the date of the disconnection was not reported. However; the device was changed on (B)(6) 2022. The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.